Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt implanted with lcp extra-articular distal humerus plate, cortex screws and locking screws for a distal humerus fracture on an unk date. Fracture healed. Pt complained of pain and hardware was removed on (B)(6) 2011. Pt requested hardware. This is 8 of 11 reports submitted on this event.